Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017. Updated to reflect the initial reporter information received on (B)(6) 2017. Updated to reflect the initial reporter refill date received on (B)(6) 2017.

Event description:
Additional information from the manufacturer's representative (rep) on (B)(6) 2017. It was reported that the rep was first notified of this event on (B)(6) 2017 via the nurse practitioner. The rep also confirmed that the device was explanted due to motor stall and confirmed that the patient went through withdrawal around the (B)(6) 2017. The patient was reported as being stable at explant and replacement. Additional information was received on (B)(6) 2017 from the manufacturer's representative (rep). The initial reporter's contact information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving bupivacaine with concentration 19 mg/ml at dose rate of 13.976 mg/day and dilaudid with concentration 4.0 mg/ml of at a dose rate of 2.9424 mg/day via an implantable pump for malignant pain. On (B)(6) 2017, it was reported that the patient's pump was alarming. According to the pump logs, multiple motor stalls occurred. A motor stall occurred on (B)(6) 2017 at 16:24 and recovered on (B)(6) 2017 at 10:13. Another stall occurred on (B)(6) 2017 at 11:07 with a "stopped pump period may exceed tube set" message occurring on (B)(6) 2017 at 11:07. The motor stall did not recover until (B)(6) 2017 at 17:58. Another motor stall occurred on (B)(6) 2017 at 22:44 with no recovery noted. The pump was explanted and replaced on (B)(6) 2017. The issue was considered resolved. The status of the patient however was reported as "alive-with injury". It was noted that regarding details of the injury and patient recovery, according to the patient he went through ¿redrew dehydrated¿ and kidney damage. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The pump was returned to the manufacturer for analysis. No other complications were reported.

Manufacturer narrative:
Conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.